Manufacturer narrative:
The device was returned to olympus for inspection. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A root cause could not be identified. Based on the results of the investigation, it was likely the grasping section was closed without grasping anything while the output was activated, (this includes after tissue resection) causing the tissue pad to severely wear out. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the instrument to the service center for a separate issue. During the device analysis, the service repair technician indicated the tissue pad was severely worn out. There was no patient involvement.